Event description:
It was reported that the asymptomatic patient presented in-clinic for routine follow-up. Upon interrogation, the pulse generator exhibited premature battery depletion. No intervention had been performed. The patient remained asymptomatic, and would continue to be monitored.

Event description:
It was reported that the device was explanted and replaced. The patient was stable during and after the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed via longevity calculations. Analysis of the device in the lab showed the cause of the premature depletion was due to high current in the hybrid. High current isolation was performed and the source of the high current was due to leakage current across a capacitor connected on the hybrid. The device history record was reviewed for related rework or nonconformance; no rework or non-conformances associated with the reported event was identified. Further isolation of the failure revealed the root cause of the high current present in the hybrid was due to a capacitor component failure.the device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.